Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was in normothermia on the arctic sun device. Patient set to complete therapy at midnight. Nurse stated that the device stopped therapy and there was no flow. The patient temperature was 37.2c and target temperature was 37c and it was hard to get nurse to find things on the device. Mss accessed event log and device alerted 114 (treatment stopped). Mis explained that the device therapy was not on because someone pressed stop therapy over the last ten minutes. Mis confirmed that they still wanted continue therapy. Nurse was not sure why the device was stopped. Nurse had difficulty finding green start button and continued therapy.

Event description:
It was reported that the patient was in normothermia on the arctic sun device. Patient set to complete therapy at midnight. Nurse stated that the device stopped therapy and there was no flow. The patient temperature was 37.2c and target temperature was 37c and it was hard to get nurse to find things on the device. Mss accessed event log and device alerted 114 (treatment stopped). Mis explained that the device therapy was not on because someone pressed stop therapy over the last ten minutes. Mis confirmed that they still wanted continue therapy. Nurse was not sure why the device was stopped. Nurse had difficulty finding green start button and continued therapy.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.